Event description:
Caller reported a cartridge alarm 20 issue. There was no adverse impact to the customer¿s blood glucose level. As the caller was not at home to fill the cartridge with cts, they decided to rely on manual daily injections (mdi) until they could troubleshoot the issue.